Event description:
It was reported that during a gastric bypass, the surgeon was clipping tissue related to a bleed on the staple line. The clip was deployed and the clip cut the vessel; there was bleeding. The amount of bleeding was small. A second device was opened and the case was completed with no patient consequences. There is no additional information available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 8 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.